Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure. The target nodule was about 9 millimeters (mm) in size and located in the right lower lobe, anterior segment, near the diaphragm and 2 mm away from the pleura. C-arm fluoroscopy was utilized for imaging and a bronchoalveolar lavage was done. Staging using ultrasound bronchoscopy (ebus) was also performed. The biopsy results for ebus were positive for lymph node with granuloma. After the procedure, the patient had shortness of breath and chest discomfort. A chest x-ray showed a very large pneumothorax that was nearly classified as a tension pneumothorax. Immediate needle decompression was performed, and a chest tube was placed to address the issue. The patient was hospitalized for less than 24 hours and then subsequently discharged home. The physician reported that the event was not ion related and was believed to have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.